Manufacturer narrative:
The device was not returned for evaluation. However an engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Since no product evaluation could be performed, no product malfunction could be confirmed. There is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect and no root cause can be determined. The lot number was not provided thus a device history record was not reviewed. As part of the manufacturing process 100% of the units undergo an electrical and leak test. The instructions for use also contain the following warning: to reduce the risk of skin irritation and tissue damage, do not monitor longer than 8 hours continuously on a single finger. To continue to monitor beyond 8 hours, use an additional finger cuff on another finger or move the cuff in use to another finger.

Manufacturer narrative:
The device will not be returned as it was discarded by the hospital. However, a supplemental report will be forthcoming once the engineering evaluation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that after use of the acumen cuff the patient developed a blister on their finger. No steps were taken intra-operatively to treat the blister. The patient was released from the original facility then received hyperbaric treatment for infected blister post outpatient treatment where the blister was popped. Patient reportedly had to have the affected finger amputated. The device is not available for return.